Event description:
Suture failed no patient harm occurred another perclose was opened and used to complete the case. A total of 3 percloses failed. Vendor notified directly by clinical site. Manufacturer response for suture, perclose prostyle (per site reporter).